Event description:
It was reported by the customer that there were burrs at the proximal end of the guide wire in the seldinger. This made the guide wire unusable for puncture. The seldinger kit was replaced with a new one for puncture. The customer reported this occurred with three devices. This report addresses the first device. On 2/6/2023 - the returned guidewire exhibited a kink.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two 0.018 in. Guidewires in plastic hoops were returned for evaluation. An initial visual observation showed use residue on the returned samples. The distal end of one sample was observed to be bent and kinked. A microscopic observation revealed several of the most proximal coils of the guidewire with a damaged distal end were observed to be disjointed and misaligned but connected to the weld tip. This guidewire was also observed to be bent and kinked in several locations near its distal end. The most proximal coil of the other returned guidewire was also found to be disjointed and misaligned but connected to the weld tip. Two photographs were also returned for evaluation, and while one appears to be of one of the returned samples, the other photograph appears to be of a sample that was not returned. The coiled wire of the guidewire in this returned photograph was observed to be detached from the weld tip. While the exact cause of the damage observed in the returned guidewires, as well as the returned photograph, is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A batch history review (bhr) of refv0807 showed four other similar product complaint(s) from this lot number.